Event description:
Leak in tubing (close to solution bag connector). Pt given prophylactic antibiotics: 1 gram of cefazolin ip and 250 mg keflex qid for three days. Patient informaiton is not available. Sample is available for analysis.